Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo observed a separation between the female connector and main body of the twist clamp. The reported condition was verified. The cause was determined to be a manufacturing related issue caused by an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the peritoneal dialysis (pd) transfer set. This issue was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.